Event description:
It was reported to philips that the system gave alerts indicating the filament and tube current were out of range, impacting x-rays. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a diagnostic neurovascular procedure was performed when the issue happened. The procedure was completed by shifting the patient to another room. A philips field service engineer inspected the system onsite and confirmed the reported issue. After reviewing the log, fse found that filament current is currently out of range due to a small focus issue and tube current is also out of range. Fse found that the filament of the x-ray tube was damaged, and the point inverter was faulty. To resolve the problem, fse replaced the tube and point inverter and return parts for further analysis and filament wear-out was confirmed, the tube failed due to a blown filament after heavy use and the filament fuse on the control pcb is defective. After replacing mrc x-ray tube and point inverter, the system returned to use in good working order. The codes were updated based on the investigation outcome.